Manufacturer narrative:
The device was returned to a certified service provider for evaluation. The customer's report was duplicated and attributed to ECG top shields on the analog board. The device was returned to inventory. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.